Event description:
It was reported that the homechoice had an unspecified failure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the following alarms noted: check patient line alarm, caution negative ultrafiltration , low drain volume alarm, check lines and bags alarm, and a system error 1026. A visual inspection was performed with no issues noted. Full functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported problem was identified as a system error 1026 and the cause was determined to be a malfunctioning membrane gasket. The membrane gasket was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.